Event description:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a dreamstation auto device 's sound abatement foam. The patient has alleged dry cough at night per fifth observed for more than 2 years. There was no report of serious or permanent harm or injury. The device was returned to a third-party service center, and no particles were confirmed during evaluation. The device was found scrapped. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.

Manufacturer narrative:
H3 other text: device not returned to manufacturer.